Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient was complaining of a sore shoulder. The surgeon was revising the glenoid due to some loosening. Patient's glenoid was revised to competitor's device. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to resident wanted to keep them. No further issues or complications were reported. No additional information is available.

Event description:
As reported, the 83 y/o male patient was complaining of a sore shoulder. The surgeon was revising the glenoid due to some loosening. Patient's glenoid was revised to competitor's device. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to resident wanted to keep them. On (B)(6) 2024: surgery data located and attached to the case. Item number and full description serial number 320-15-01 - eq rev glenoid plate 6816249 510(k) k063569. Concomitant devices 300-30-06 - equinoxe preserve stem 6mm (B)(6) 320-06-42 - glenosphere 42mm (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The revision was most likely due to fracture of the compression screws from increased bending moments caused by baseplate loosening and/or an inadequate number of screws being used for fixation. Furthermore, the prothesis wear on the humeral liner from scapular notching and/or the inclusion of the polyethylene in the packaging recall could have contributed to the reason for revision. However, the cause for the wear and fracture can not be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.